Manufacturer narrative:
Device had unresponsive buttons due to flattened esc, act and down buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform self-test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify prime/fill anomaly due to unresponsive button. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 30 mg/dl at the time of the incident. Customer had not alleged that the insulin pump was over delivering. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The device will not be returned for analysis.